Event description:
It was reported that "swg hard to advance. Not used on a patient." The returned device was kinked.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), the customer returned one open cvc kit, including one guide wire assembly, arrow raulerson syringe (ars), and catheter for analysis. The guide wire cap was not returned attached to the guide wire assembly. Visual analysis revealed that the guide wire was kinked in two locations. The kinked locations would be protected during packaging, shipping, and storage. Microscopic examination confirmed the kinking and revealed that both welds were present and spherical. Definite signs of use were additionally observed within the guide wire tubing which contradicts the customer report that the damage was observed prior to use. The guide wire was kinked 363mm and 568mm from the proximal weld. The overall length of the guide wire measured 601mm which is within the specification limits of 596 - 604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.801mm which is within the specification limits of 0.788 - 0.826mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user to both, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." And to "thread tip of catheter over guidewire." The guide wire was threaded through the returned ars / 18ga needle subassembly and passed with little to no resistance. The guide wire was additionally advanced through the catheter and passed with little to no resistance. A manual tug test confirmed that both welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire body contained multiple kinks. The kinks would be protected within the guide wire tubing during packaging, shipping, and storage. Additionally, definite signs of use were observed on the guide wire, which contradicts the user report that the damage was observed prior to use. The customer did not provide additional clarification for the discrepancy. Despite this, the guide wire passed all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Therefore, based on the circumstances of the returned sample, the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that " swg hard to advance. Not used on a patient." The returned device was kinked.